Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) the visual inspection found the helix/lobe distorted/bent with no other anomalies noted. No anomalies were found.

Event description:
It was reported during the implant procedure that there were several attempts made to position and fixate the leads. Each time the stylet was removed the leads would 'flick out of position' and the physician questioned whether the helix was extending and retracting. Neither lead was implanted. No patient complications have been reported as a result of this event.